Event description:
Hcp reports the pt had spinal cord edema and transverse myelitis related to the intrathecal catheter. Both the catheter and pump were removed. The pt is reported to have recovered without sequela.